Event description:
It was reported that the battery of a t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted troubleshooting by using different chargers, but the issue persisted. As a result, tandem technical support decided to replace the pump, ensuring that the customer¿s insulin delivery would continue via multiple daily injections (mdi) in the meantime. The replacement pump with updated software was sent, and the customer was instructed on returning the faulty pump and preparing for the new one.